Manufacturer narrative:
If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged and was creating some muscle stimulation. It was explanted and successfully replaced. At explant the physician thought the lead look a bit damaged as a result of the torturous patient anatomy. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
--